Event description:
It was reported the rf (radio frequency) head did not communicate with implanted device. New rf head was connected to programmer and worked normally. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head did not communicate with devices. Rf head failed uplink functional tests; rf head cable found out of electrical specification. Analysis also found the rf head label is missing the back coating. (B)(4).